Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4)) on 18-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("strong fatigue"), pelvic pain ("acute pain"), loss of libido ("loss of libido"), depressed mood ("semi-depressive state"), endometrial hyperplasia ("leiomyomatous uterus bordered by a proliferative endometrium"), adenomyosis ("discrete adenomyosis") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain") and uterine leiomyoma ("leiomyomatous uterus bordered by a proliferative endometrium"). The patient was treated with surgery (total hysterectomy with removal of adnexa. Left salpingectomy was performed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, fatigue, pelvic pain, loss of libido, weight increased, depressed mood, uterine leiomyoma, endometrial hyperplasia, adenomyosis and endometriosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, depressed mood, endometrial hyperplasia, endometriosis, fatigue, genital haemorrhage, loss of libido, pelvic pain, uterine leiomyoma and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2018: the patient had leiomyomatous uterus bordered by a proliferative endometrium with no dysplastic feature, and discrete adenomyosis.. Ultrasound scan - on (B)(6) 2018: right essure insert in uterine intracavitary area; external extremity was in the interstitial part of the tube and the internal extremity was in the middle of the uterine cavity). Left essure insert was not seen. X-ray - on (B)(6) 2018: showed two essure inserts in pelvis, in correct position but the more internal marker of right essure insert was distant from his opaque support (about 14 mm). Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-feb-2019. The most recent information was received on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("strong fatigue"), pelvic pain ("acute pain"), loss of libido ("loss of libido"), depressed mood ("semi-depressive state"), endometrial hyperplasia ("leiomyomatous uterus bordered by a proliferative endometrium"), adenomyosis ("discrete adenomyosis") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain") and uterine leiomyoma ("leiomyomatous uterus bordered by a proliferative endometrium"). The patient was treated with surgery (total hysterectomy with removal of adnexa. Left salpingectomy was performed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, fatigue, pelvic pain, loss of libido, weight increased, depressed mood, uterine leiomyoma, endometrial hyperplasia, adenomyosis and endometriosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, depressed mood, endometrial hyperplasia, endometriosis, fatigue, genital haemorrhage, loss of libido, pelvic pain, uterine leiomyoma and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2018: the patient had leiomyomatous uterus bordered by a proliferative endometrium with no dysplastic feature, and discrete adenomyosis.. Ultrasound scan - on (B)(6) 2018: right essure insert in uterine intracavitary area; external extremity was in the interstitial part of the tube and the internal extremity was in the middle of the uterine cavity). Left essure insert was not seen.. X-ray - on (B)(6) 2018: showed two essure inserts in pelvis, in correct position but the more internal marker of right essure insert was distant from his opaque support (about 14 mm). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.